Manufacturer narrative:
E1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. This issue was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.